Event description:
It was reported by a customer in (B)(6) that, the e360 ventilator was unable to complete booting. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the compact flash card, and there was no response from the touch screen. The membrane and the printed circuit board (pcb) were replaced, and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).